Manufacturer narrative:
All buttons functioned properly. However, the insulin pump had corroded keypad traces. No button error alarm during testing. The insulin pump received with cracked battery tube thread, broken reservoir tube lip, cracked reservoir tube, cracked reservoir tube window, and cracked case near display window corners noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received a button error alarm and engine problems in the menu, on their insulin pump. It was reported that the customer's blood glucose was 180mg/dl. It was reported that the device would need to be replaced and returned. No further information provided.